Event description:
Procedure: wedge resection. Reportedly, after firing, returned the black knob but the jaw would not open. The dlu came off from the instrument. Cut add'l tissue, but bleeding occurred from the staple line. Stopped bleeding by converting to open. No further pt injury reported.